Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient line extension set and the patient line of the homechoice cassette. This was observed during dwell one of three of automated peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) advised the patient to end the therapy session and to contact their nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.